Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
It was reported that the patient had high impedances post-implant on one lead. As a result, the patient underwent surgical intervention. During surgery, the lead was tested, and everything was fine, so the physician elected to explant and replace the extension. The issue was resolved post-operatively.

Manufacturer narrative:
The reported event of high impedance was not confirmed. As received, microscopic inspection lead extension showed no anomaly and passed all functional testing. The cause of the reported event could not as certain.